Event description:
The patient reported frayed wires of the power supply cord. The power supply cord was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One set of cardiomems patient electronic system power accessories was received for evaluation. Visual inspection verified the power supply cord was frayed and wires were exposed. A standard power supply was connected to a standard unit and the unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformance were identified that are related to the reported event.